Event description:
It was reported that during c5-c6 anterior cervical decompression and fusion surgery, one of the screws would not tighten down in the plate and "just spun around." The surgeon had to replace the screw and indicated that the screw was possibly "blunt or cracked." No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however, the catalog #s 8792113 and 510k # k994239 of 'like devices' were cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.